Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® dryseal sheath with hydrophilic coating instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. The IFU states, the 22 fr gore® dryseal sheath is intended for insertion into an external iliac artery with a minimum diameter of 8.3 mm, as it was reported the patient¿s left external iliac artery measured 6.4-7.2 mm in diameter, the 22 fr gore® dryseal sheath was oversized and therefore use was outside of IFU. Further, the IFU cautions, do not attempt to advance or withdraw the introducer sheath or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in major bleeding, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) And serious injury to the patient.

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of a descending thoracic aortic aneurysm with a conformable gore® tag® thoracic endoprosthesis. According to the report, a 22 fr gore® dryseal sheath with hydrophilic coating was advanced through the 6.4-7.2 mm left external iliac artery and the tag device positioned and deployed without any reported device issues. Resistance was reported during advancement of the sheath into the left external iliac artery, however the cause of the resistance was not reported. Reportedly, upon withdrawal of the sheath, the left external iliac artery ruptured. An additional procedure was performed to repair the rupture, whereby two gore® viabahn® endoprostheses were implanted in the left external iliac artery, and the procedure was concluded with no further adverse events being reported. Final angiography showed exclusion of the aneurysm, repair of the rupture and the patient was reported to have tolerated the procedure. The exact cause of the rupture is reportedly unknown, however advancing the sheath through resistance into the artery which may have contributed to the rupture.